Event description:
It was reported that this right atrial (ra) lead had to be revised due to a dislodgement. It was also noted that an x-ray was performed to confirm the dislodgement. Shortly after this revision another dislodgement was noted so this lead was removed and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that this right atrial (ra) lead had to be revised due to a dislodgement. It was also noted that an x-ray was performed to confirm the dislodgement. Shortly after this revision another dislodgement was noted so this lead was removed and successfully replaced. No additional adverse patient effects were reported.